Event description:
The report stated that during a radio frequency ablation procedure, water leaked from connection between grip and tubing. Another needle electrode was used to complete the procedure. Patient was reported as ok. Sterilized water was used.

Manufacturer narrative:
Date of initial report : 01/06/2009. The incident sample was not returned for eval, therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continous improvements to tubing set design have significantly reduced the trend in leakage complaints.